Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat uterine fibroid using ruby coils and a non-penumbra microcatheter. During the procedure, the physician placed two ruby coils into the target location. Next, while attempting to advance the third ruby coil, the physician kinked the pusher assembly of the coil. The physician then tried to straighten the ruby coil and subsequently, the ruby coil unintentionally detached partially in the microcatheter and partially in the vessel. Therefore, the physician used a snare device to remove the detached ruby coil. The procedure was completed using three additional ruby coil and a new microcatheter. There was no report of an adverse effect to the patient.